Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient, with grade 4 degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The patient had a large left atrium. It was difficult to place the transseptal puncture and it was noted that there was an anterior trajectory. One clip was implanted without issue. The second clip was advanced; however, some difficulty was noted visualizing the clip, due to the anterior trajectory and the previously implanted clip. The clip was implanted; however, it was noted to have detached from the anterior mitral leaflet, but remained attached to the posterior mitral leaflet (slda). A third clip was implanted, to stabilize the detached clip, in between the first and second clips. Post procedure, the mr grade was 1-2. No additional information was provided.